Event description:
The pt reported low blood glucose of 42 mg/dl on (B) (6) 2010. He was found by his family unconscious and the physician was called. He was given a glucose injection by his physician and he was not transported to the hospital. He stated that the basal rate was programmed to 0.7 u/h for each hour instead of 0.6 u/h for each hour. He stated he did not change the basal rate. His normal blood glucose range is 120-140 mg/dl. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.